Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and the haptic tore during insertion. The lens was implanted and removed without pt injury. It was indicated the cause of the lens damage was unknown. The contact could not recall the model and lot numbers of the cartridge and injector used during surgery.

Event description:
An aq cartridge fp, lot number unknown, was used during surgery.